Event description:
It was reported that the patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the set screw backed out. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A review of radiographic images show preop scoliosis ap and lateral films show double major curve with about a 60 degree thoracolumbar curve apex left and a 50 degree mid thoracic curve apex right. Subsequent film shows long fusion construct from about t3 to l4 with excellent correction. Subsequent film is unchanged, however there is report of soft tissue irritation and need for crosslink removal.

Event description:
It was reported that a patient underwent an unknown spinal procedure. Initially it was reported that a screw had become loose. The patient underwent a revision and it was discovered that the patient had "soft tissue irritation due to the cross link".